Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped on (B)(6) 2016 and replaced due to a pacing lead impedance anomaly. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the lead also exhibited high capture threshold.